Event description:
As reported, biopsy forceps hooked to the working channel. Device contaminated. In the follow up with the customer, it was conveyed that the intended procedure was gastroscopy. User used another endoscope to finish the procedure. There was no patient harm or injury reported due to the event. Device return found a culture report of the same equipment with positive culture test results. Device culture report tested positive with staphylococcus hominis. This report is being submitted for positive culture test.

Manufacturer narrative:
The subject device was sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. During the physical investigation the following findings were noted: biopsy forceps hooked to the working channel. C-cover has impact points. Insertion tube under the protector kinked. Electrical contact from the plug unit is damaged. Humidity has entered. Biopsy channel scratched. Biopsy channel perforated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer¿s microbiological report was finalized on 16dec2021. The customer provided additional information regarding the cleaning, sterilization and disinfection practices at the user facility. There were no patient infections noted as a result of this event. The customer did not culture the automated endoscope reprocessors (aers) that was onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes the air/water, auxiliary water, balloon and the forceps elevator wire channel. The customer uses detergent isaspor solution a+b. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the customer uses medivators isa along with detergent isaspor solution a+b and disinfectant isaclean. The scopes are hung vertically and stored in a cabinet without a drying function. The customer uses olympus as the maintenance company for the scope. The scope was not sterilized.

Manufacturer narrative:
The aware date for the initial medwatch should have been 14dec2021 and not 27dec2021. Report source (added other ¿ spain). This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, cleaning, sterilization and disinfection practices , and the device history record (DHR) review. Based on the results of the investigation, it is unknown what had caused the positive culture on the scope: growth of microorganism was confirmed from culture testing by the user after reprocessing, however, the independent culturing on behalf of olympus, which had tested the scope after reprocessing in accordance with instructions for use (before repair), growth of microorganism was not confirmed. Torn biopsy channel was confirmed on the subject device. However, it is unknown whether the channel was torn before or after culture testing. This issue is addressed in the instructions for use (IFU): reprocessing manual: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.